Event description:
It was reported to philips that the system was not able to boot up, it was stuck at 0:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. Review of the system log file showed grabber card errors. During troubleshooting, the fse found flexvision pc errors. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Restarting the device did not resolve the issue. The fse replaced the flexvision pc. The defective flexvision pc was returned to philips for analysis. The analysis confirmed the malfunction of the flexvision pc and identified that the failed component was dimms. Following the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.